Event description:
It was reported that the patient underwent an l5-s1 tlif posterior spinal fusion and an l4-l5 posterolateral fusion. The patient developed uncontrolled bone growth and resulting nerve compression. The patient suffers from severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: lumbar degenerative collapse l5-s1 and annular tear and degeneration l4-5. For which, patient underwent following procedures: tlif l5-s1, anterior interbody fusion with cage, local bone, graft matrix and bmp. Posterolateral fusion l4 to the sacrum, local bone, graft matrix and bmp. Per op-notes, at the t1 level, the disc was approached by the left side and the disc space entered. The anterior aspect of the disc space was packed with a combination of bmp and matrix. The cage was packed with bone and impacted into the disc space with good fit and fixation. Intra-op x-rays showed screws in adequate position. The wound was irrigated and the lateral gutters on the right were packed with local bone, graft matrix and bmp on the left with bone only. Later, a sterile dressing was placed and patient was returned to the recovery room in stable condition. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.